Event description:
The filter would not open in the patient. The physician removed the filter from the patient and tested it on the table, where it opened fine. Another attempt was made to place it in the patient, but again it would not open. The filter and sheath were removed and replaced by another set, which worked without complications.

Manufacturer narrative:
Evaluation: this event is still under investigation.